Manufacturer narrative:
(B)(4)

Event description:
It was further reported that in (B)(6) 2017, follow up core lab angiography findings of proximal left anterior descending (lad) artery noted an absence of thrombus as well as aneurysm. However, core lab noted in-stent restenosis (isr) pattern 1c with an isr length of 8.88. Revascularization included target lesion revascularization.

Manufacturer narrative:
Describe event or problem and relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2016, drug-loaded myocardial scintigraphy was performed to the patient. It was positive in redistribution image in the anterior wall and it revealed a significant decrease in blood flow in the lad region. In (B)(6) 2017, the 90% stenosis located in proximal lad was treated with pre-dilatation and kissing-balloon technique using 3.0x23mm non-bsc stent for left main and lad and 2.25x3.25mm stent for left circumflex/lad. Post procedural stenosis was 0% with timi 3 flow. Two days later, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. It was reported that stenosis and myocardial ischemia occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have abnormal stress test or imaging stress test indicative of ischemia. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 75% stenosis and was 33 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 38 mm synergy¿ stent. Following post dilatation, the residual stenosis was 0%. Two days later, the patient was discharged on antiplatelet therapy. The site has reported an event of ¿asymptomatic myocardial ischemia¿ with an onset date of (B)(6) 2017. In (B)(6) 2017, the patient was admitted into the hospital with symptomatic presentation of ischemia. The following day, percutaneous coronary intervention (pci) was performed to treat 90% stenosis in proximal lad artery with 0% residual stenosis. Medications were also given in response to the event. Two days later, the patient was discharged.